Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that review of stored episodes indicates that the implantable cardioverter defibrillator (ICD) shocked for af (atrial fibrillation) with rvr (rapid ventricular response). It was noted that it was suspicious for a vt (ventricular tachycardia) triggered by af with rvr. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted on (B)(6) 2009, 3058 interstim urinary mgu ipg, implanted on (B)(6) 2019, and 3889-28 interstim urinary mgu lead, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that supra ventricular tachycardia (svt) episodes show that wavelet is no match less than twenty-five percent of the time and device initially withheld therapies due to afib/flutter discriminators of the implantable cardioverter defibrillator (ICD). It was noted that there was possible delay of therapy due to the afib/flutter discriminator. The ICD remains in use. No patient complications have been reported as a result of this event.